Manufacturer narrative:
This is the same event as 3010536692-2016-00111.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
Additional information received to include patient / surgery information.